Event description:
A malfunction on the pump was reported, which the customer suspected may have occurred due to it getting a little damp. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with pump reset information and assisted in resetting the malfunction code, which did not recur. The customer was advised they could continue using the pump, and they declined further assistance after being offered help with reloading the cartridge.